Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via analysis of the log files. The submitted log files and the log file downloaded from the returned system controller (serial number: (B)(6) contained approximately 10 days of data combined (B)(6) 2021 per the timestamp). Backup battery fault alarms were active on (B)(6) 2021 from 09:51:57 to 15:21:52 and from 15:21:55 to 16:16:28 due to load test failures. The first instance of the alarm cleared due to an additional load test being performed, which failed and resulted in the second instance of the alarm activating. The second instance of the alarm cleared due to the backup battery being disconnected, resulting in a backup battery not installed alarm being active from 16:16:31 until the backup battery was reinstalled at 16:16:34. The load tests failed due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The driveline was disconnected on (B)(6) 2021 at 15:37:10 to exchange the system controller. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the backup battery passed each time without any issues. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 system controller was shipped to the customer on 21sep2020. Further review revealed that grease was applied during the manufacturing process of the controller, which was included as a mitigator of backup battery fault alarms due to load test failures via CAPA 116200. Heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the system controller. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that after the emergency backup battery (ebb) was replaced on (B)(6) 2021 and backup battery fault alarms returned on (B)(6) 2021. The ebb was reseated and the alarm cleared. The log file displayed multiple backup battery fault alarms on (B)(6) 2021 at 9:51am through 3:57pm. The system controller will be exchanged.